Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 5.0mmx15mm maverick xl balloon catheter was advanced for dilation. However, when the balloon was inflated at the nominal pressure level, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using nc emerge balloon catheter. No patient complications were reported and the patient's status was good.